Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one battery pack and adapter. No visual abnormalities were noted for the battery or adapter. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center and the center rod orientation was checked and was found to be assembled properly. Since the clinical reload and handle were not returned, pmv representative ones were utilized for all functional testing. The subject battery pack was loaded into a pmv representative powered handle, which was powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. The adapter was inserted onto the handle and calibrated without issue. A pmv reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The pmv reload was then cycled without hesitation or binding. The adapter was disassembled and positive contact was made with the switch. The reload detect led still did not illuminate as expected. The solder joints around the switch were examined and found to be in acceptable condition. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a lobectomy, the surgeon approached to the pulmonary vein and started to fire the device, however, the device stopped firing after advancing slightly. The status indicator illuminated blue and the handle symbol was flashing. The jaws were normally released from the vein, however, the reload was difficult to detach from the adapter. New handle and new reload were opened to continue. There was no injury or adverse event reported.